Event description:
It was reported that the screen colors of the physician's handheld computer were abnormal. No damage to the handheld computer had been reported. It is unk when the issue began to occur. Attempts for the return of the handheld computer have been made, however, it has not been received to date.